Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device found the high current drain condition was the result of excess leakage current internal to the tantalum capacitor. We did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated as elective replacement indicator was logged on (B)(4) 2010.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device found the high current drain condition was the result of excess leakage current internal to the tantalum capacitor.

Event description:
It was reported that the device reached its elective replacement indicator and had no pacing output. It was also reported that the device measured lead impedance differed from an analyzer measured impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku